Event description:
In preparation for a coronary artery stenting treatment procedure, the balloon came off the stent. The physician was preparing to treat a lesion in the left anterior descending (lad) with a 12x3.00mm liberte monorail bare metal stent. During preparation, outside of the pt, the stent came off the balloon. There were no pt complications reported.